Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of our mobile tables 113322b5 - alphamaxx (460 mm longit. Shift), EU. As it was stated, the device suddenly stopped working during the surgery with the intubated patient on the operating table. There was also a humming noise in the background. Due to the issue, the patient was transferred to another table to continue the operation. According to information provided by the technician the hydraulic pump no longer switches off due to a charger board malfunction. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the table via the controller and override panel resulting in the transfer of the patient to another operating table and delay during the procedure, were to reoccur.